Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that reservoir compartment was damaged and pieces were falling off. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.